Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient dropped the personal diabetes manager (pdm) in the toilet and it is no longer functioning. The patient does not have a backup method of insulin delivery. Emergency services were called and the patient was given zofran utilizing intravenous therapy to treat the vomiting. The patient's blood glucose levels rose up to 14 mmol/l (252 mg/dl) and went to the hospital. At the hospital the patient was diagnosed with diabetic ketoacidosis (dka). The patient was placed under observation at the hospital for seven hours and no treatment was provided. The pod was removed at the hospital and a new pod was applied once the patient arrived home.